Event description:
It was reported that patient lost weight and experienced discomfort at ipg site with stimulation on and off. Impedances were normal. Surgical intervention was undertaken wherein the ipg was explanted and repositioned. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. A patient experienced pain/ discomfort at the ipg site was reported to abbott. As a result, the ipg site was replaced and repositioned to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event for discomfort at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.